Event description:
It was reported that the customer was unable to place the pump into storage mode. Blood glucose was 55 mg/dl. During evaluation, duplication testing revealed that the wake button is operable. Additionally, device was able to be put into storage mode by pressing the wake button for 30 seconds. This event is being reported based on the evaluation of the returned device. During evaluation, troubleshooting revealed that functional test failed for vibe motor frequency the vibe speaker assembly will be replaced to resolve this issue.